Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked the "soft" part of the guide wire body. The returned guide wire met all relevant dimensional requirements and the catheter was observed to be cut. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. IFU provided with this kit warns the user "do not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire. Do not apply excessive force in removing guidewire. If withdrawal cannot be easily accomplished, a visual image should be obtained, and further consultation requested. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the PICC catheter could not pass through the guide wire.

Manufacturer narrative:
(B)(4). Returned sample with guide wire - kinked.

Event description:
The customer reports the PICC catheter could not pass through the guide wire.